Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the posterior descending artery. The 2.50x16mm promus premier¿ stent was selected for a stenting procedure. When the device was removed from the package, the stent came off from the balloon. The physician got another 2.5x16mm promus premier¿ stent and completed the procedure. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).